Event description:
It was reported that noise and myopotentials leading to oversensing and inappropriate automatic mode switch was observed on the right atrial (ra) lead and the device. The device was explanted due to normal battery depletion. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2023-51612.